Event description:
It was reported to the manufacturer by the end user, per the end user the patient was moving around in bed and the legs/feet were hanging off the bed. The patient got their left elbow stuck on the left hand rail and had to have the fire department to come cut the rail to free the patient. The patient was transported to the hospital for x-rays and sustained a hematoma on the left elbow. (B)(4) were entered into our system to have the rail and bed returned to joerns for investigation. As of this writing, the rail and bed has not been returned.